Event description:
It was reported that the catheter was inserted 1 day prior to the event date for tpn. An x-ray showed that the catheter tip projected over the junction of the subclavian vein and svc. On the event date, an hida scan indicated that the catheter tip may have displaced into the pleural space resulting in extravasation of the tpn. A chest tube was placed and the catheter removed. There were no further complications.